Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-10963. It was reported that during routine interrogation, atrial signals were found to be in line with ventricular signals. Dislodgement was confirmed. A procedure to extract the atrial lead was performed. During the procedure and lasering of the atrial lead, loss of ventricular capture was observed and ventricular pacing impedance values decreased. Damage of the ventricular lead during lasering was suspected. The ventricular lead was extracted. Both leads were replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported events of failure to capture and low lead impedance were not confirmed but insulation damage was confirmed. As received, only the distal portion of the lead was returned in one piece measuring 47.0 cm.. Electrical testing and x-ray examination performed did not find any indication of conductor fractures or internal shorts. Visual inspection found the outer insulation cut/damage in multiple locations at the lead body. The cause of insulation damage is consistent with procedural damage.